Manufacturer narrative:
Other text: b5: additional information: h6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email from customer on 28-nov-2022 and attached in complaint: date of event updated in complaint: 10/28/2022. Event occurred prior to use.

Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt. The plunger seal was pushed inside of the pump. The l-bracket was received in damaged condition. An error code was present in the event history log (ehl). After the power up process, audio and occlusion tests were performed, the customer reported issue of a primary audible alarm was not duplicated. No problem was found, and the adc counts were within specification. The root cause of the reported event is unknown because no fault was found. No repair was needed since no problem was found. Performed power up process, audio test, preventive maintenance and all functional tests which passed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a returned order service, a system failure primary audible alarm occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.